Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported a capsular tear requiring a vitrectomy procedure. A brief description from the surgery center indicated the surgery center was able to complete a catalyst procedure prior to event occurring and performed 2 successful catalyst procedures after the event. In addition, the surgeon was able to get the patient¿s lens out and cortex; perform a minor vitrectomy and had to halt procedure due to the capsular bag was compromised. The surgeon closed the operative eye and referred the patient to a retinal specialist to perform a sutured intraocular lens.